Event description:
A customer stated the "cannula was bent". At the time of this event, she had a blood glucose of 337mg/dl. The customer could not recall the specific date when this occurred. She was "really upset" and didn't want to go into the pdm history and retrieve the information "cause it could be from months ago." The pod was worn between 1 and 4 hours. The product will be returned for evaluation.

Manufacturer narrative:
The pod was returned for evaluation. The investigation found no issues that would have resulted in insufficient or restricted insulin delivery to the user. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion - fluid was seen exiting the tip of the cannula. The needle mechanism was tested and was found to deploy as intended. There were no signs of an internal insulin leak. However, due to pulse data being lost, it could not conclusively be determined whether the drive had functioned as intended during operation. Therefore, although no issues were found during the evaluation, we cannot confirm that the pod was not a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod's user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Lot qualification records were reviewed and determined to have passed all acceptance criteria. No internal investigation has been initiated as a result of this investigation as no device failure was found.